Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, loosening and lack of mobility. Subsequently, the patient¿s right hip was revised on (B)(6) 2011. The acetabular component and modular head were removed and replaced. Additionally, the patient¿s left hip was revised on (B)(6) 2013. The modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-05977/05979).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, loosening and lack of mobility. Subsequently, the patient¿s right hip was revised on (B)(6) 2011. The acetabular component and modular head were removed and replaced. Additionally, the patient¿s left hip was revised on (B)(6) 2013. The modular head was removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the operative reports noted that the right hip revision was performed and noted the presence of moist cakey debris, membranous tissue, fibrous debris and a loose acetabular cup. The modular head and acetabular cup were removed and replaced. Operative report further noted the left hip revision was performed and noted the presence of a whitish thickening pseudocapsule, clear transparent fluid and whitish tissue. The modular head was removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.